Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The iesu has been returned and evaluated by the failure analysis team. The iesu was returned for failure analysis due to a reported c-34 error, confirmed by artemis logs. A review of the iesu log showed additional recorded error c-00. Upon visual inspection, the unit was found to be in good cosmetic condition. The root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that error c-34 occurred repeatedly on the erbe unit during use. The tse confirmed the error and advised that the erbe unit would need to be replaced. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive followed up and obtained additional information. They continued to use the same erbe throughout the procedure but the error was intermittent. They connected and gave additional option of using the cautery cable connection to video tower and different ligasure bovie machine as backup option. The team did not need it to finish case. Yes, the procedure was completed robotically. No patient info available.